Event description:
A manufacturer representative reported that a patient reported developing an infection after implantation with a neurostimulator lead. The patient was in the advanced evaluation stage of her trial period. Cultures were not taken and the lead was no explanted at this time. The patient was placed on two different antibiotics and is being observed to see if the device will need to be removed or if the infection will clear. Symptoms reported wit h the infection were redness, tenderness, and drainage at the pocket site. Patient status is unknown at the time of this report, but the report will be updated if new information becomes available. No device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.